Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with novosyn violet suture. The client reported that during handling there is a separation of the needle from the thread (needle detachment). Sutures were used for laparoscopic surgery and the procedure was prolonged due to this issue. No patient information is available due to privacy protection.

Manufacturer narrative:
Manufacturing evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received one closed sample for analysis. Tightness test to the sample received has been performed and the unit is tight. We have tested the needle attachment strength of the sample received and the result fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the result during the process fulfill usp/ep and b.braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.